Event description:
It was reported that a leakage was detected on the connection part of oxygenator by clinician. The received photographs within the complaint shows that the failure was detected during use. More information has been requested from getinge representative. It is unknown at this moment if the product was changed during treatment or not. No harm to any person was reported. Complaint # (B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when further information becomes available.

Event description:
Complaint #(B)(4).

Manufacturer narrative:
It was reported that a leakage was detected on the connection part of oxygenator by clinician. The reported failure was occurred during treatment and product was changed after detection of leakage. No harm to any person has been reported. More information has been received from getinge representative on (B)(6) 2024 which states that leakage was occurred from a crack. However, the crack could not be seen at the received photographs from customer. Sample investigation could not be performed since the product could not be provided due to china customs regulations. However, a photograph is provided which shows the reported failure ¿leakage at blood outlet connector of oxygenator¿. Based on this, failure could be confirmed. The production history record (DHR) of the affected quadrox-I adult with lot # 3000324585 (material#(B)(4)) was reviewed on (B)(6) 2024. According to the DHR results, the product quadrox-I adult passed the defined manufacturing and final release specifications. There is no indication on manufacturing issues. Thus production related influences are unlikely. The production history records (dhrs) of the affected vkmo 78000 with lot# 3000336255 was reviewed on (B)(6) 2024. According to the DHR results, the product vkmo 78000 passed the defined manufacturing and final release specifications. There is no indication on manufacturing issues. Thus production related influences are unlikely. The exact root cause could not be determined however the reported failure could be linked to the risk assessment file of product (dms#1464420, v19) and the probable causes could be: - transport & storage: mechanical damage of the device during transportation and storage due to vibration and impact. - damaging to the connectors during removing caps. - connector is damaged during connection. These root causes could not be confirmed. Besides, IFU mitigates the reported failure as below: oxygenator leaks and damage. Can lead to infections, blood loss and embolisms in the patient. - before priming the oxygenator, run water through the heat exchanger and check for leaks on the blood side while priming. - check the oxygenator for leaks on the blood-carrying side while priming. - do not use the oxygenator if there are any leaks. The customer will be informed about the investigation results by sales and service unit. The occurrence rate was calculated for the reported failure and product and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending. H3 other text : 4115.